Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2018 with regular atrial and ventricular impedance values, although slightly high (around 1500 ohms) for the atrial lead. Since a follow-up on (B)(6) 2019, atrial impedance value is higher than 3000 ohms; the pacing threshold is normal with good detection (>6.0mv). The device was checked several time by the doctor with the same parameters. Upon interrogation on (B)(6) 2021, the device was in fallback mode switch due to oversensing of a stable signal at 125ms coupling interval that could be the minute ventilation (mv) signal detection. This was confirmed by deactivating the rate response (that was programmed on 'learn'), where the sinus rhythm at 65 bpm could be observed. On the atrial channel, the impedance was over 3000 ohms, the pacing threshold was at 1.25v (in unipolar) and atrial sensing (in bipolar) was over 6.0mv. It was not possible to program the pacing in bipolar configuration, the request failed. Then, the sensing could not be set in bipolar anymore. The sensing in unipolar configuration was correct (without oversensing) when performing tests during muscle contractions. It can be noted that the mv signal is not detected anymore in unipolar configuration. On the ventricular channel, normal functioning was observed from the beginning (threshold and sensing values), always in unipolar configuration; it was impossible to program the device in bipolar configuration. There is no information on the lead polarity type; however, bipolar leads are usually implanted in this centre. Nevertheless, on the x-ray image, the pin does not seem to properly protrude beyond the connector block. The device is properly working and the patient is elderly and not pacing-dependent; therefore, no re-intervention is planned. Preliminary analysis revealed that non-physiological signals were observed on the ventricular channel since (at least) (B)(6) 2018, that could be due to myopotentials sensing; however, a lead issue could not be excluded. The impossibility to program the ventricular polarity in bipolar configuration since the implantation could be due to a ventricular lead-pacemaker connection issue, and/or, a ventricular lead issue. The observations made on atrial channel most probably resulted from atrial lead-pacemaker connection issue and/or atrial lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2018 with regular atrial and ventricular impedance values, although slightly high (around 1500 ohms) for the atrial lead. Since a follow-up on (B)(6) 2019, atrial impedance value is higher than 3000 ohms; the pacing threshold is normal with good detection (>6.0mv). The device was checked several time by the doctor with the same parameters. Upon interrogation on (B)(6) 2021, the device was in fallback mode switch due to oversensing of a stable signal at 125ms coupling interval that could be the minute ventilation (mv) signal detection. This was confirmed by deactivating the rate response (that was programmed on 'learn'), where the sinus rhythm at 65 bpm could be observed. On the atrial channel, the impedance was over 3000 ohms, the pacing threshold was at 1.25v (in unipolar) and atrial sensing (in bipolar) was over 6.0mv. It was not possible to program the pacing in bipolar configuration, the request failed. Then, the sensing could not be set in bipolar anymore. The sensing in unipolar configuration was correct (without oversensing) when performing tests during muscle contractions. It can be noted that the mv signal is not detected anymore in unipolar configuration. On the ventricular channel, normal functioning was observed from the beginning (threshold and sensing values), always in unipolar configuration; it was impossible to program the device in bipolar configuration. There is no information on the lead polarity type; however, bipolar leads are usually implanted in this centre. Nevertheless, on the x-ray image, the pin does not seem to properly protrude beyond the connector block. The device is properly working and the patient is elderly and not pacing-dependent; therefore, no re-intervention is planned. Preliminary analysis revealed that non-physiological signals were observed on the ventricular channel since (at least) (B)(6) 2018, that could be due to myopotentials sensing; however, a lead issue could not be excluded. The impossibility to program the ventricular polarity in bipolar configuration since the implantation could be due to a ventricular lead-pacemaker connection issue, and/or, a ventriuclar lead issue. The observations made on atrial channel most probably resulted from atrial lead-pacemaker connection issue and/or atrial lead issue.